Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a large piece of yellow rubber material was floating in the bladder which was found during the cystoscope procedure done on (B)(6) 2020. Doctor removed the large piece of yellow rubber material using the scope which was found to be a foley balloon piece.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a large piece of yellow rubber material was floating in the bladder which was found during the cystoscope procedure done on (B)(6) 2020. Doctor removed the large piece of yellow rubber material using the scope which was found to be a foley balloon piece.